Event description:
It was reported that the balloon rupture occurred while the cs100 intra- aortic balloon pump (iabp) was in use on a patient and blood was drawn into the unit. After the rupture occurred the balloon was removed and treatment was terminated as it was. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: the customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) stated the unit was not going to be repaired since the unit was abandoned by the hospital.